Manufacturer narrative:
Visually there was no obvious concern with the returned stem. Functional assessment was performed in sawbones with returned product showed no concern seating the implant into sawbone femur. Therefore, it is confirmed that product functionality did not contribute to the surgeon¿s concerns. Several other surgical factors could have contributed to this complaint, such as possible relaxation of bone after broaching, type a femur, or implant was placed at slightly different orientation as the broached canal. Based on the information available, the exact cause of the surgeon concern could not be identified, therefore, attributing this to user error. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sugeon felt the implant was larger than the broach and seated proud. It was also noted the patient's calcar was fractured.